Event description:
It was reported that during an angioplasty procedure, stent damage occurred. The lesion in the right coronary artery (rca) was treated with the implant of two stents. During preparation of the 4.0 x 24mm liberte' monorail coronary stent delivery system, outside of the pt, a "kink/wrinkle" of the stent was observed and therefore, the device was not used. The procedure was successfully completed with another of the same device. No pt complications were reported. The pt's condition was reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).